Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The medical affairs specialist (mas) spoke with the pt on 10/9/08 and obtained the following info. The pt reported that the alleged power issue began either in approx two months earlier. On an unspecified date/time, after the issue began, the pt reported that she developed symptoms of "jittery and weakness." The pt stated she develops these symptoms when her blood glucose is low. As a result of the symptoms, the pt reported that she ate something and felt better afterwards. The pt reported that she does not take any medication to manage her diabetes and did not recall making any changes to her diet or activity level that could have contributed to her low. However, she did comment that if she had known what her blood glucose level was running, she may have been able to prevent the low symptoms by increasing her food intake. At the time of troubleshooting, the customer care advocate (cca) was unable to confirm the power issue. The subject meter powered on manually and when a tet strip was inserted. However, when the meter powered on, an "ER 1" message appeared. Per the onetouch ultramini owner's booklet, this error message indicates a problem with the meter. The pt confirmed that the error message first appeared at the time of troubleshooting with the cca. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose, due to the alleged issue and reportedly developed symptoms suggestive of severe hypoglycemia after the reported meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.